Event description:
The manufacturer received information alleging burning/smoke/electrical odor related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged patient complaint of a burning, smoke, or electrical odor. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: observed evidence of sound abatement foam degradation/breakdown in the base unit. The issue of degraded sound abatement foam is addressed by CAPA 7211. Investigation steps were as follows: 1. External examination of the device, including the interior of the iso port on the rear panel. 2. Applied power with the returned power supply and power cord when available or with a known good pil power supply and power cord. 3. Inserted sd card to collect available patient compliance and settings data for care orchestrator. 4. Used service test tool suite to collect the error log and time meters. If time meters both read 0 hours, machine hours were collected from the device's information menu in provider mode. 5. Initiate therapy to verify airflow is generated. 6. Internal examination of the device, including the following: a. Removal of upper enclosure b. Removal of pca c. Removal and inspection of the blower box assembly: I. Remove blower box cover ii. Remove blower and inspect for evidence of sound abatement foam degradation/breakdown iii. Examine interior of blower box for evidence of sound abatement foam degradation/breakdown IV. Visually examine sound abatement foam in the airpath between air inlet and blower box for evidence of degradation/breakdown the following are the results of the investigation: pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and power cord. Pil observed that the left side of the blower box had a portion of sound abatement foam missing when viewed from the top. With the blower box cover removed pil observed black foam particulates varying in size, throughout the blower box. Pil confirmed sound abatement foam degradation/breakdown using the fitt tool. Pil also observed foam particulates adhering to the blower motor, blower outlet seal, and in the motor air intake. Secondary findings: one occurrence of error #53 (err_comp_log_sem_ timeout) level - continue was logged. For the purposes of this investigation, this error will be considered irrelevant. The device was likely reset prior to pil receipt as indicated by the device having 5094.9 machine hours and no blower or therapy hours. Grey/black dust like and fibrous contamination was observed on and around the iso port. Black and brown unknown contamination was observed on the top enclosure under the right-side accessory door. Unknown fibrous contamination was also present at this location. Pil observed an unknown white crusty type of contamination at the air inlet of the blower box at the filter area. White dust-like contamination was present on the blower air intake and the blower motor. Dust-like and fibrous contamination was present on the blower outlet seal. The contamination described in the secondary findings is most likely external to the device. Pil was able to confirm the patient's complaint of a burning, smoke, or electrical odor as the degraded foam may have a strange odor. Pil is unable to address the patient's symptoms. Pil found evidence of sound abatement foam degradation or breakdown. The manufacturer concludes that device, there was evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.